Event description:
It was reported that patient presented to emergency room after receiving inappropriate therapies. Loss of ventricular capture and low r-waves were observed. Review of the egms revealed p-wave oversensing. Lead dislodgement is suspected. Programming changes were made until lead is revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.